Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Follow up on (B)(6) 2015: troubleshooting with tandem customer technical services determined the pump functioned as intended. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 568 mg/dl. Reportedly, the customer has insulin pens available. During follow up with tandem technical support, the contact stated that the customer's blood glucose decreased to 217 mg/dl.